Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection:the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 14mm x 4cm balloon. No anomalies were observed to the device at this time. The location was examined under microscopic magnification and slight fiber disturbance was noted to the balloon. Functional/performance evaluation:the patency of the guidewire lumen was checked using a 0.035" guidewire and it passed with no issues. The inflation hub was then connected to a max30 inflation device and an attempt was made to inflate the balloon with water. Water was observed exiting from the proximal cone of the balloon. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion:the device was returned. Based upon the sample condition, the complaint investigation is confirmed for a leak from the proximal balloon cone. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the atlas gold instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, a pta balloon could not be inflated to the maximum atms during the initial inflation in the subclavian. The health care provider (hcp) reported the pta balloon was removed in its entirety, without difficulty, through the sheath. The hcp further reported the pta balloon was leaking at the catheter-balloon joint. Another pta balloon was reportedly used to complete the procedure. There was no reported consequence or impact to the patient.